Manufacturer narrative:
Continuation of concomitant products: 2088tc lead implanted on (B)(6) 2010; 383069 lead implanted on (B)(6) 2019.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.